Event description:
It was reported that during a coronary drug-eluting stenting treatment procedure, a shaft break occurred. The 2.50x12mm taxus liberte drug-eluting stent (des) was advanced to the obtuse marginal (om), and during the procedure the shaft broke. The device was removed, and the procedure was successfully completed with another of the same device. No patient complications were reported with the patient's current condition listed as "stable."

Manufacturer narrative:
Visual and microscopic examination of the device revealed that the hypotube had broken approximately 53cm distal from the catheters strain relief. The device appeared to have been kinked at the point of separation. Therefore, the hypotube may have broken due to the application of excessive force which may have initially kinked the device and then resulted in the hypotube breaking. A review of the manufacturing records found that the device met its material, assembly, and product specifications. The most probable root cause of this complaint is unknown.